Event description:
It was reported that the unspecified bd catheter experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown per email: customer is experiencing sporadic leaking during power injection at the site of the connector in the hub of the catheter.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd catheter experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: material no.: unknown , batch no.: unknown. Per email: customer is experiencing sporadic leaking during power injection at the site of the connector in the hub of the catheter.